Event description:
A hospital in (B)(6) reported via our distributor that the expiratory limb of an rt340 adult breathing circuit was damaged and could not be used. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was received and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed that it was degraded over a length of about 52 cm. It was also noted that the white evaqua limb was discoloured and was slightly brown/yellow. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine how the limb came to be damaged. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.